Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor once replacement pump was received.